Event description:
I had breast implants in (B)(6) 2004 and have been sick for years. Fast forward to today. I had my implants removed (B)(6) 2019, I paid the doctor to remove implants by capsulectomy and afterward I was told he refused to do so. I had a hematoma swell up in one side and could not get doctors to refer me to the correct doctor to remove the fluid build up, it sat in my chest for 10 months while increased pain. After the removal and text with biopsy not showing anything fibrosis/¿fibrous¿ tissue in excess (I look as if I have not had my implants removed at all, that¿s how much swelling is there) the excess tissue is expanding even more to the point I can barely breathe and have to stop to catch my breath. The pain while I breathe is unbearable. I have gone to three different medical doctors and they refuse to test for silicone toxicity as the pain in my chest, my breast, my arms all seem to be made up in my head as I am screaming for help! I am still here with no pain medication as I feel as if I¿m dying. I had mentor high profile silicone smooth shell implants with saline inside, that has white floating debris inside and mold covering the outside, looking at the implants it looks as if they had started to deteriorate, on the back side they are now textured where they are not supposed to be textured, it¿s where the serial number is and is covered in mold. I¿ve lost hair, gained excessive amount of weight, can¿t feel my hands or feet and cannot work, have exhaustion, muscle cramps (hardening) headaches to migraines, cyst on my liver, kidney pains, bloating after eating healthy foods, entire lymph system is inflamed, cyst on my lymph nodes, sporadic swelling of various lymph nodes, brain fog, edema, gastrointestinal issues, word connection, black outs, dizziness, cognitive issues, nerve pain that does not get better even with medication, neck pain, back pain. Muscle in the breast are so painful it¿s debilitating, lumps in my arms and legs, urinating on myself, feel as if I¿m 90 years old (physical therapist agreed due to range of motion) overall feeling of not being well, some days I can not get out of bed. I desperately need this excess tissue removed so I can get the silicone out that separated from the implants. Doctors look at me as if I¿m insane when I say I have pain and all my test are somewhat normal. This is not normal! I can¿t get past the normal test ran and get my doctor to be aware that more test should be ran, but what test?? FDA safety report ID # (B)(4).